Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The colonoscope was examined with the use of an ultra thin fiberscope, which was inserted into the biopsy channel and suction channel wall of the endoscope. There was no evidence of staining, foreign materials or any chemical substance in the channel walls. However, a dried reddish stain was noted around the biopsy channel tip, around the air/water nozzle, the glue around the objective lens and light guide lens and inside the auxiliary water port at the distal end. These findings are suggestive of insufficient cleaning of the endoscope. The plastic cover (c-cover) at the distal end failed the insulation test, possibly due to the cracked bending section cover glue on the side of the c-cover. In addition, there were severe cracking and peeling observed on the insertion tube due to chemical damage. The cause of the patient's outcome cannot be conclusively determined, but improper reprocessing of the device cannot be ruled out as a contributing factor. An olympus endoscopy support specialist (ess) will visit the account to observe the facility's reprocessing practices and to provide necessary training to the facility's staff. If additional relevant information becomes available at a later date, a supplemental report will follow.

Event description:
The user facility reported that a patient developed chemical colitis following a colonoscopy procedure. The patient had returned to the facility the following day with complaints of abdominal pain, diarrhea, and fever. The patient was re-examined through sigmoidoscopy and acute colitis was confirmed. The patient was admitted to the hospital and was discharged after two days, and is subsequently reported to be doing fine.